Event description:
It was reported that froze on wire occurred. The 75% stenosed target lesion was located in moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the device became stuck with a non boston scientific guidewire and can no longer be removed. The balloon catheter and guidewire were removed as a single unit, the procedure was completed with a different device. There were no patient complications nor injuries reported.